Event description:
Initial info was received from a physician via a company rep and received (B)(6) 2012: a physician reported a female pt of unknown age received treatment with poly-l-lactic acid (sculptra aesthetic). No dosing info was provided for unknown indication on unknown date. The sales rep reports a plastic surgeon has a pt that believes she caught a virus as a result of receiving sculptra aesthetic and reported this is an older pt with a lot of issues. She reported that one week this pt thought she had labyrinthitis as a result of the sculptra but then the loss of hearing went away and now the pt has shingles and the pt is convinced that the sculptra caused her to catch shingles. No medical history or concomitant medications were reported. No further relevant info was reported. Pharmacovigilance comment: sanofi company comment: this case is lacking sufficient info to allow an adequate medical evaluation. Additional info including medical history, concomitant medication, onset date of the events in relation to the sculptra injection, and outcome of shingles has been requested.